Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original product packaging. No box was received. The safety jar seal was broke. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. It is possible a reading from the torque tester would be unreliable as the jar has been previously opened. There were gasket remnants on the rim of the jar. White particulate were in the solution. The gasket had pits and peeling. The temperature indicator was not activated. White particulate was found in the jar and/or lid upon opening. Fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the jar lid of the evolutfx-29 was difficult to open, and the sealing material was stuck to the glass jar. There were no loose particles visible, and no damage noted to the jar lid seal. The device was replaced, and a new valve was used for the implant. No patient complications were reported as a result of this event.